Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported issue was confirmable using system logs; m-02 errors were logged consistently. C-82, 3-71, c-71, c-83 errors were also noted in the logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure due to a generator m-02 module timeout error.

Event description:
It was reported that during a training of the da vinci system, the site was having continued m-02 errors on the integrated electrosurgical unit (iesu). Caller stated they have moved over to the force triad to continue with training. The customer reported event has no report of patient injury.